Manufacturer narrative:
Reported event: an event regarding rom involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted femoral component and triathlon insert with blood on the surface of devices. From the photograph provided there is no evidence of the reported event. Material analysis, functional and dimensional inspections could not be performed as the device not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however a photograph was provided for review. The photographs shows a recently explanted femoral component and triathlon insert with blood on the surface of devices. From the photograph provided there is no evidence of the reported event. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised due to tightness in flexion. A size 3 cr femoral component and 3 x 9 cr insert were revised to a size 2 femoral component and 3 x 9 cs insert. Rep confirmed that otherwise no further information would be released by the hospital or surgeon.